Manufacturer narrative:
This is one event (death) reported on the same patient involving two separate products and associated with MDR's #1225714-2014-01170 and 1225714-2014-01171.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2009 and subsequently expired after the use of the product.